Event description:
It was reported that intermittent unspecified alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.